Event description:
The customer reported that the patient connector of the transfer set would not connect properly to the titanium adapter when the customer changed the transfer set. The customer reported there was a gap observed at the junction. There was patient involvement but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.